Event description:
It was reported by a customer complaint that 20 days after placement, "malfunctioning" became evident and a decision was made to remove the catheter. During the procedure it was discovered that the catheter was completely cut into 2 pieces and their attempt to remove the proximal part during that operating session failed.